Event description:
Reporter indicated that pt's device was programmed to off due to vomiting. It was reported that the pt vomited for an entire day on two occasions approx 8 days apart, after which the device was programmed to off. The pt continued to vomit after the device was programmed to off. There had reportedly been no parameter adjustments for approx two months prior to the start of the vomiting. The pt's family member indicated that they could see the lead wire move up and down in the pt's neck just before the vomiting would begin. It was reported that the pt experienced a slight increase in seizure activity since gabitril was discontinued from their drug regimen due to high liver enzyme content. Investigation to date has been unable to determine whether the vns therapy caused or contributed to the episodes of vomiting.